Event description:
This case was reported from (B)(6). Customer reported on bravo capsule that was detached from the patients esophagus before the predetermined time specified as 48h for bravo procedure. The patient was not injured following the procedure.